Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain in every time when I sneezed or coughed"), ovarian cyst ("ovarian cyst") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (batch no. A73747, b09698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 and dermoid cyst. Previously administered products included for an unreported indication: vicodin and hydromorphone. Past adverse reactions to the above products included drug hypersensitivity with hydromorphone; and rash with vicodin. Concurrent conditions included diabetes. Concomitant products included medroxyprogesterone (depo provera) in 2013 for contraception. In july 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),strong cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), metrorrhagia ("abnormal bleeding (vaginal, menorrhagia), bleeding between periods") and rash ("rashes or skin conditions type: on stomach and back"). On (B)(6)2016, the patient experienced benign fallopian tube neoplasm ("tumor / teratoma / cancer type: on uterus and fallopian tubes") and uterine mass ("tumor / teratoma / cancer type: on uterus large mass on uterus"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), abdominal pain lower ("lower abdominal -pain in every time when I sneezed or coughed") and scar ("scar"). The patient was treated with surgery (bilateral salpingectomy.) And surgery (oophorectomy(one side removal of ovary)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, metrorrhagia and abdominal pain lower had resolved and the ovarian cyst, genital haemorrhage, hypersensitivity, rash, benign fallopian tube neoplasm, uterine mass and scar outcome was unknown. The reporter considered abdominal pain lower, benign fallopian tube neoplasm, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, rash, scar, uterine mass and vaginal haemorrhage to be related to essure. The reporter commented: patient had need for additional surgery. She did not allege that essure caused birth defects. Discrepant information received about date of insertion- earlier it was jul-2013 and as per current follow up (B)(6) 2013. 1 coil in the left. 2 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2016: mass was found on uterus ultrasound scan vagina - on (B)(6)2013: total bilateral occlusion (B)(6)2017-microscopic description; a microscopic examination is performed. Evidence of malignancy is not identified. A microscopic examination is performed. Evidence of malignancy is not identified. A microscopic examination is performed. The cyst is largely lined by keratinizing squamous epithelium with associated adnexal structures including hair follicles and hair and sebaceous glands. Areas of fat are also present. Adjacent to the teratoma is a hemorrhagic corpus luteum and mild chronic inflammation. Evidence of malignancy is not identified. Concerning the injuries reported in this case, the following one/ones were reported via medical record:benign fallopian tube. Lot number: a73747 man date: 2012-11 exp date: 2015-11 lot number: b09698 man date: 2013-03 exp date: 2016-03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain in every time when I sneezed or coughed"), ovarian cyst ("ovarian cyst") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (batch no. A73747, b09698) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 and dermoid cyst. Previously administered products included for an unreported indication: vicodin and hydromorphone. Past adverse reactions to the above products included drug hypersensitivity with hydromorphone; and rash with vicodin. Concurrent conditions included diabetes. Concomitant products included medroxyprogesterone (depo provera) in 2013 for contraception. In (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),strong cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), metrorrhagia ("abnormal bleeding (vaginal, menorrhagia), bleeding between periods") and rash ("rashes or skin conditions type: on stomach and back"). On (B)(6) 2016, the patient experienced benign fallopian tube neoplasm ("tumor / teratoma / cancer type: on uterus and fallopian tubes") and uterine mass ("tumor / teratoma / cancer type: on uterus large mass on uterus"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), abdominal pain lower ("lower abdominal -pain in every time when I sneezed or coughed") and scar ("scar"). The patient was treated with surgery (bilateral salpingectomy.) And surgery (oophorectomy(one side removal of ovary)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, metrorrhagia and abdominal pain lower had resolved and the ovarian cyst, genital haemorrhage, hypersensitivity, rash, benign fallopian tube neoplasm, uterine mass and scar outcome was unknown. The reporter considered abdominal pain lower, benign fallopian tube neoplasm, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, rash, scar, uterine mass and vaginal haemorrhage to be related to essure. The reporter commented: patient had need for additional surgery. She did not allege that essure caused birth defects. Discrepant information received about date of insertion- earlier it was (B)(6) 2013 and as per current follow up 21 (B)(6) 2013. 1 coil in the left. 2 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2016: mass was found on uterus ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. (B)(6) 2017-microscopic description: a microscopic examination is performed. Evidence of malignancy is not identified. A microscopic examination is performed. Evidence of malignancy is not identified. A microscopic examination is performed. The cyst is largely lined by keratinizing squamous epithelium with associated adnexal structures including hair follicles and hair and sebaceous glands. Areas of fat are also present. Adjacent to the teratoma is a hemorrhagic corpus luteum and mild chronic inflammation. Evidence of malignancy is not identified. Concerning the injuries reported in this case, the following one/ones were reported via medical record:benign fallopian tube. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs+mr received: events abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: on stomach and back, dysmenorrhea (cramping), tumor / teratoma / cancer type: on uterus and fallopian tubes ,ovarian cyst,scarring, were added. Relevant lab data, concomitant drugs, concomitant condition and historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergic reactions"). The patient was treated with surgery (remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.